Event description:
Customer reported the system displays a "low camera voltage" error message and will not produce x-rays or images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board in the image processing module. No pt injury was reported.